Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The device closed and opened as intended during testing. The manual override mechanism worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a distal pancreatectomy procedure, on the second firing with a black reload and peristrips, the knife advanced and then locked. The reverse button was tried, but did not work. The manual override did not work. The device was removed by the surgeon; however, details of how this was performed were not available at this time. A new device and reload were used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: below information was not specified. They were able to get it off but did not state how was the device opened? If the device would not open: how was the device removed from the patient?